Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a solarice balloon to predilate a lesion in the rca with low calcification and normal tortuosity. Patient had an mi with st elevation. No damage was noted to the device packaging. No issue removing the device from the hoop/tray. Device was inspected with no issues. The device was flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating prior to attempting to remove stylet. It was reported that the physician removed the stylet but is reported not to have removed the sheath in error. It is reported that the device was introduced into the body with the sheath remaining on the balloon, which was delivered inside the patient resulting in the protective sheath slipping into the coronary artery while dilating the lesion. As the sheath was not seen on the x-ray, no attempt was made to remove the sheath. The sheath remains in vivo in an unknown location. Procedure was completed with a stent. No patient injury reported.

Manufacturer narrative:
Additional information: the physician realised that the sheath had not been removed from the balloon catheter after the device was removed from the guiding catheter. The sheath was not seen on the x-ray however the physician believes that it remains in the patient as the device looked different post removal of the device from the patient. No attempt was made to remove the sheath as its location could not be confirmed. There is no plan to re-image the patient. Patient was discharged. It is reported that this was the first time the physician used a solarice device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.